Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 6 month implant duration due to mitral valve bacterial endocarditis and valve dehiscence.